Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 was inserted via surgical right axillary/subclavian arterial access in a 69 year old male patient for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. During support, the patient experienced an ischemic hemorrhagic stroke. The patient was noted to have carotid arterial disease as a contributing clinical factor. The patient remained hemodynamically stable. The post-procedure outcome was survived at explant. Based on available information, the stroke event is more likely associated with the patient¿s underlying critical condition, known carotid arterial disease and known bleeding risks due to the impella¿s anticoagulation and purge requirements.

Manufacturer narrative:
Section d9 is updated based on additional information.

Manufacturer narrative:
Stroke/ppae: the cause of the injury was not determined due to insufficient clinical details.